Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65 lead, implanted: (B)(6) 2008; dtba1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the left ventricular lead had low impedance. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.